Manufacturer narrative:
Based on new information provided by the customer for patient 3: the sample was repeated on (B)(6) 2015 on a centaur xp analyzer where the result was 2359.00 pg/ml. On (B)(6) 2015 the same sample was run on a different cobas e411 analyzer located at a different site where the result was 2652 pg/ml. The result of 2652 pg/ml was not reported outside of the laboratory.

Event description:
The customer reported erroneous results for three patient samples tested for estradiol - e2 (estradiol ii). Based on the clinical status of the patients, each patient sample was sent to a different laboratory where repeat tests were performed. All initial results were reported outside of the laboratory where they were questioned by the gynecologist. According to the gynecologist, an oocyte greater than 16mm produces approximately 300 pg/ml of estradiol ii per day. The oocyte sizes for each of the three patients was less than 16mm, however, their estradiol ii values were much higher than 300 pg/ml. Medication was changed for patient two and patient three based on the estradiol ii value. No adverse events reported for these three patients. On (B)(6) 2015, patient sample 1 initial result for estradiol ii was 3729.00 pg/ml. The sample was repeated on (B)(6) 2015 on a siemens analyzer where the result was 2815 pg/ml. On (B)(6) 2015, patient sample 2 (33 year old female) initial result for estradiol ii was 7689 pg/ml. The sample was repeated on a siemens analyzer where the result was 4204 pg/ml. On 01/27/2015, patient sample 3 (30 year old female) initial result for estradiol ii was 4282 pg/ml. The sample was repeated on (B)(6) 2015, on a centaur xp analyzer where the result was 2359.00 pg/ml. On (B)(6) 2015, the same sample was run on a different cobas e411 analyzer located at a different site where the result was 2654 pg/ml. The result of 2654 pg/ml was not reported outside of the laboratory. The estradiol ii reagent lot number was 179169 with an expiration date of 08/30/2015.

Manufacturer narrative:
This event occurred in (B)(6). Based on the information provided the unique identifier (UDI)# is either (B)(6).

Manufacturer narrative:
The sample for patient 3 was submitted for investigation. There is no more sample available for patients 1 and 2. The results obtained during the investigation are comparable with the results from the customer. A bias up to 30% is possible and expected for single samples. The root cause can be assumed to be the special nature of ivf samples (cross reactivity of estradiol ii with metabolites, medication.) Single samples may exhibit variations especially treated samples like these ivf samples. Even though no sample is available for patients 1 & 2, the same root cause can be assumed. No reagent issue is evident. The calibration and qc data provided indicates oscillations and impreciseness. The analyzer performance data provided indicates that there are tests not fully within specification. A local issue seems likely. A general reagent issue is not likely.